Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported a patient who received coolsculpting treatment on (B)(6) 2025, to inner thigh while using a cooladvantage coolfit applicator for a coolsculpting system and developed paradoxical hyperplasia (ph) 5 months post treatment. The tissue characteristics were described as, ¿the inner thigh that underwent cs treatment has become increasingly enlarged with a palpable lump sensation of heaviness¿. On clinical forms it was indicated the patient reported feeling lumps in both the right and left inner thigh areas. It was also reported ¿the patient reported palpable lump and enlargement of the inner thigh area¿ and ¿the patient is very eager to eliminate the lump and swelling in the inner thigh area as it causes difficulty and discomfort wearing pants¿.